Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of the device lot numbers possibly involved in this event will be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon follow-up it was reported that the patient experienced and was re-hospitalized for a recurrent episode of peritonitis. Treatment information was not reported. A week later, the patient was discharged from the hospital. The patient recovered from the first peritonitis event and recovering from the recurrent peritonitis. Should additional relevant information become available, a supplemental report will be submitted. A review of all batch record documents was performed for potentially associated lot numbers h13g10033, h13f06074, h13e11050, and h13d25087 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin and recovering from the event. The patient was discharged from the hospital on a later date. No additional information is available at this time.